Manufacturer narrative:
Age at time of event: 50 plus. (B)(4). Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (6.76 kpsi), without any leaks, errors or alarms. Inspection of the device presented no damage or irregularities. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-09237. It was reported that there was air within the system during use. Two angiojet® solent¿ dista devices were selected for a thrombectomy procedure in the ankle artery. The first device was primed and delivered to the target area without any issues. Aspiration was performed for two minutes when a check saline error message displayed. The device was reset and used for a couple of seconds more when the error displayed again. Air bubbles were noted to be in the catheter. The catheter was delivered just proximal to the targeted area to make sure that the catheter wasn't occluded, however the error continued. At that point, the catheter was removed and an attempt was made to re-prime but the catheter was unable to be re-primed. The second catheter was opened. Priming was successful. The second catheter was delivered to the target area and within 30 seconds, a similar issue occurred. The majority of the clot was removed at this point. A different device was used to complete the procedure. The patient status is fine and no complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the second catheter had the check saline error but did not display the ¿air issue¿ to the same extent as the first catheter. The air was not seen in the catheter itself but appears to be agitation bubbles in the waste tubing. There was no air embolization reported. There were no noted defects on the devices.